Event description:
Facility swelling; very swollen lips (at injection site); hard at treatment areas; red at treatment areas; hot at treatment areas; small bump on lips (at injection site). Report received from a consumer (age not provided) in 2005, with a medical history significant for an allergy to msg, seasonal allergies, and no history of autoimmune disease, who received injections of hylaform two months ago to the lips and nasolabial folds. About a month later, the pt developed a small bump on their lips and pt took their "regular dose of benadryl." The next day both lips became very swollen. The swelling progressed, and six days later their whole face had become so swollen that their eyes were swollen shut, and the injection areas were raised, hard, hot and red. Their primary physician treated pt with an injection (medication name not provided) and prescribed oral hydroxyzine (dose not provided) and allegra. The next day while traveling pt saw another physician who prescribed on an oral medication (name not provided). Five days later pt was examined by the injecting physician who recommended that pt uses otc hydrocortisone cream. At the time of the report, the facial swelling had subsided, but the lips and nasolabial fold treatment areas remained swollen, raised, red, hard, and hot. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.